Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2012-00364. Related to MFR report #2183959-2012-00365. The pt was implanted with a sparc system on or about (B)(6) 2010. It was reported the pt experienced pain, disability, and permanent injury. On (B)(6) 2010, the pt underwent surgery to excise a perianal ulceration due to severe pain and infections.